Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon was leaking. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery (rca). A 15mmx4.00mm wolverine cutting balloon monorail and 10mmx4.00mm wolverine cutting balloon monorail were selected for percutaneous transluminal coronary angioplasty (ptca) to right coronary artery (rca). During procedure, a non-boston scientific balloon was used to predilate the proximal lesion, but there was a dog bone effect. Wolverine cutting balloon was then loaded and lesion was crossed. At lesion site, the wolverine cutting balloon was slowly inflated at 1 atm, but the pressure could not be increased. The product was removed outside and checked. There was a leak observed in the balloon on inflation. Consequently, another wolverine cutting balloon 4.0 x 10 mm was used but the pressure could not be increased above 1atm. This balloon was also found to have a leak. The procedure was completed. No complications were reported.

Event description:
It was reported that balloon was leaking. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery (rca). A 15mmx4.00mm wolverine cutting balloon monorail and 10mmx4.00mm wolverine cutting balloon monorail were selected for percutaneous transluminal coronary angioplasty (ptca) to right coronary artery (rca). During procedure, a non-boston scientific balloon was used to predilate the proximal lesion, but there was a dog bone effect. Wolverine cutting balloon was then loaded and lesion was crossed. At lesion site, the wolverine cutting balloon was slowly inflated at 1 atm, but the pressure could not be increased. The product was removed outside and checked. There was a leak observed in the balloon on inflation. Consequently, another wolverine cutting balloon 4.0 x 10 mm was used but the pressure could not be increased above 1atm. This balloon was also found to have a leak. The procedure was completed. No complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak just proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. No issues or damage was noted with either markerband. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.